Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly. Customer also asked if bluetooth link has an impact on the pump. Customer indicated that their blood glucose was fine but did not provide the value. Troubleshooting indicated that they would check the pump and bluetooth and get back to them. No further information was provided.